Manufacturer narrative:
Patient's weight unk. Relevant tests/laboratory data unk. The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove 4 leads: a right atrial (ra) lead, a capped dual coil right ventricular (rv) ICD lead, an active dual coil rv ICD lead, and a left ventricular (lv) lead due to cied system/pocket infection, and a redundant non functional lead. Spectranetics lead locking devices (llds) were inserted into the leads to provide traction. Using a spectranetics 16f glidelight laser sheath attempting extraction of the active rv lead, the physician noted significant lead on lead binding and adhesions that required lasing to advance the glidelight forward in the vasculature. The glidelight was advanced to the right atrium (ra) when the active rv released and was successfully removed. The physician then focused efforts on the capped rv lead. Advancement was achieved quite easily with lasing. While lasing within the superior vena cava (svc), the glidelight then advanced into the ra. At first, there was no concern about the patient. However, while the glidelight was re-setting, the patient's blood pressure rapidly dropped. Transesophageal echocardiography (tee) confirmed there was no blood volume in the heart. Rescue efforts began immediately including rescue balloon, CPR and sternotomy. A perforation was discovered near the ra junction which continued up to the svc. Patient was placed on pump, and the surgeon then removed the ra and capped rv leads with use of the 16f glidelight. The lv lead was removed with simple traction. The surgeon began the reconstruction of the perforation. The patient survived and was transferred to ICU in stable condition. This report captures the 16f glidelight device in use when the svc/ra junction perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.